Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed via merlin.net transmission. No patient symptoms were reported. The patient was later brought to the clinic for further assessment. Chest x-ray was normal and the patient was sent home. Lead revision was considered, but no procedure was scheduled. Lead remains implanted.

Event description:
New information notes that high impedance was still observed. The lead was successfully explanted and replaced without complications. Patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 48.0-49.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. The rv conductor etfe was abraded/separated and the inner coil was exposed at this location. This is consistent with the observation from the field of high hv lead impedance and capture anomaly.